Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed troubleshooting services including replacing the lamp and manually cleaning the cuvettes. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed ldh imprecision on the architect c8000 processing module. The following data was provided. Sid sys (B)(6): a falsely elevated ldh result was generated on (B)(6) 2021. An initial result of 438.62 retested at 155.31 and 156.47 u/l. Sid sys (B)(6): a falsely elevated ldh result was generated on (B)(6) 2021. An initial result of 502.69 retested at 213.52 and 213.20 u/l. No adverse impact to patient management was reported.